Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Later healthcare professional reported "with radial folds", "pain", "breast deformity", "capsular contracture baker grade IV". Patient was prescribed montelukast and singulair. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.